Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.6910" x 0.1845" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. Additional observations not reported by site: the instrument was found to have a broken conductor wire at the distal end. The electrical continuity test was not fully performed as one grip tip was missing. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. The grip cable was not broken. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause of detached fragment was attributed to the user. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, a force bipolar instrument came down broken. No other details available. No patient was involved with this complaint.